Manufacturer narrative:
This is a combined initial/final report. This device has been identified for a fsca which was initiated in may 2020 and will be rolled out in july 2020. FDA reference is res (B)(4). We have no recall number from FDA yet. An investigation was performed on an in-house microscope of the same type as the affected field unit. Results revealed that the device operated within specification ((B)(4) voltage range of 100vac +/- 10%). However, the device failed when the voltage input was lowered further (e.g. 89vac). Therefore, the problem can be traced to the lowered power supply input (e.g. Power dip equal to or lower than 89vac) to the surgical microscope. For details refer to health hazard evaluation hhe - CAPA- (B)(4).

Event description:
Leica microsystems ((B)(6)) (B)(4) received a complaint from (B)(6) stating that an arveo unexpectedly shut down during surgery. The device was restarted and the surgery was completed with the same device. There was no impact on the patient outcome.